Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the tibial artery with moderate calcification and moderate tortuosity. The 2.5x120mm armada 14 balloon dilatation catheter (bdc) was advanced on a command es guidewire (gw) to the target lesion. The balloon was attempted to be inflated multiple times; however, the balloon did not inflate as a leak was noted at the hub of the bdc. Therefore, the bdc was removed from the patient. Another 2.5x120mm armada balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated.

Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) analysis were performed don the returned device. The reported leak and inflation issue were confirmed. The production record review was performed and revealed no indication of a product quality issue. A review of the complaint history identified no other similar complaints from this lot. The investigation determined a potential product quality issue based on the evaluation of the returned unit and the review of the corrective and preventive actions (CAPA) database. A leak was observed coming out from the proximal end of the hub. It was determined the device leakage from the proximal end of the luer/hub may possibly be attributed to a gap/channel in the adhesive at the bond area. The investigation determined the noted leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.